Event description:
The customer stated that she inserted a new battery, and the buttons were not responding. Troubleshooting was performed, and after inserting a new battery, the insulin pump gave repeated error alarms. The reported blood glucose reading was 208 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to verify the error alarms, due to the blank display.